Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that when the balloon was inflated, the error message "the inner balloon pressure is too high" appeared and the balloon could not be deflated. During an ablation procedure to treat paroxysmal atrial fibrillation, a polarxfit balloon catheter was used. When the balloon was inflated, the error message "the inner balloon pressure is too high" was displayed. Subsequently, the cryo cable was replaced; however, the same error message occurred, and the balloon could not be deflated. Flow and pressure readings on the console were also high. Another polarxfit catheter was then used, and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.